Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced failure to pair an abbott freestyle libre 3 continuous glucose sensor with the pump, despite attempts to switch temporarily to a dexcom g7, restart the pump, switch back to abbott 3, and restart again, after which the system remained stuck in pairing and the new sensor could not be started; the user was advised to continue manual blood glucose entry and to consider switching sensors if unresolved after 24 hours. Symptoms included hyperglycemia with a reported fingerstick value of 436 mg/dl. Outcomes included user inconvenience and the need for ongoing manual glucose management. Investigation included user education and troubleshooting guidance. Investigation of this case revealed that the responsible device for the pairing failure was not identified. It was concluded that the event involved hyperglycemia with cause unclear and an unresolved sensor pairing failure.